Event description:
Intermittent oversensed events on the lv channel which appear to be closely timed with intrinsic events occurring on the atrial channel. Intermittent loss of capture on the lv was also noted. Lead to be evaluated further and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available

Manufacturer narrative:
Oversensing was reported on this lead again on (B)(6) 2021. Lv lead seems to be oversensing atrial activity. Multiple iegms on hmsc show oversensing. Recommended evaluating lead and xray to evaluate lead position. Device remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available

Manufacturer narrative:
(B)(6) 2023 it was reported the lead was explanted due to microdislodgement causing no capture and high impedance. Oversensing was reported on this lead again on (B)(6) 2021. Lv lead seems to be oversensing atrial activity. Multiple iegms on hmsc show oversensing. Recommended evaluating lead and xray to evaluate lead position. Device remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available